Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date - the lot was manufactured between july 16-17, 2025. H11: the device was received for evaluation. Visual inspection on the returned unit via the naked eye noted a brown particle, measured to be 0.10 square mm in size, embedded in the material of the tubing line. The particle was molded within the material of the tubing line and was not in the fluid path. The particle was identified to be polyvinyl chloride (pvc) material via a fourier transform infrared spectroscopy (ftir) test. Pvc is the materials of the tubing line. Fragment of burnt pvc (brown particle) can potentially be embedded in the material of the tubing during the manufacture of the tubing line. Burnt pvc is a byproduct of the tubing material. Based on the analysis result, the particulate matter was not in the fluid path and made of the same material as the tubing line. The reported condition was verified; however, embedded pm on the tubing is a low risk level and categorized as cosmetic, and no hazard for the potential effect on product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had a colored spot on the tubing. This was observed after filling. The location of the foreign material was unknown (if outside or inside the tubing). There was no patient involvement. No additional information is available.